Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 13. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.